Event description:
Customer reported that there was a large difference between sensor glucose readings and blood glucose readings. Blood glucose level was 461 mg/dl at the time of the call. Customer reported treating with a bolus. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.